Event description:
A trilogy100 ventilator was returned to the manufacturer service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the manufacturer service center, error codes was found in the ventilator's downloaded error log (internal li-ion battery permanent failure). There were no repairs performed. The device was scrapped.